Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to lead was in a posterior branch that was not very lateral. Patient was not benefiting from cardiac resynchronization therapy (crt). New lead was implanted with enough mid lateral and had better spacing from the rv lead. No additional adverse patient effects.